Event description:
The left side rail from citadel plus bed frame was broken. Damage was noticed during pick-up by service technician. The screws that attach side rail to the bed frame were ripped off. Circumstances in which damage occured are not known. There was no client allegation about device malfunction. There is no indication that the bed was used during the event. No injury was claimed.

Manufacturer narrative:
Instruction for use citadel plus (IFU, 831.374) includes below information: operation of side rails should be checked daily by the care giver. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ to sum up, based on the information provided, the review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped off ). The side rail was detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall.